Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of noise were detected. Lead was capped and replaced. The procedure went well and there were no adverse consequences to the patient.